Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: the screw threads were damaged. The nuts would not tighten down on the poly head. The poly heads were removed and replaced with new ones. The top thread of the mono screws were also was damaged and the nut would not engage. The operation was prolonged by approximately 30 minutes. There were no adverse effects to patient. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product for this report includes mnh, mni, kwq, and kwp. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. Our investigation has shown that the first thread flanks of the pedicle screw are damaged as complained. Therefore these threads are not functional anymore. Due to the damage of the thread flanks the relevant dimensions cannot be verified anymore from a manufacturing standpoint. However, the anodization layer is worn out at all damages, which indicates that they were caused post-manufacturing. Based on the provided information the exact cause cannot be defined. But as only the first thread flanks are damaged and as the damage is at one side of thread stronger indicates that the damages were caused by cross threading during use. The manufacturing documents were reviewed and no complaint related issues were detected.